Event description:
Decedent had thrombectomy for obstructive saddle pulmonary thromboembolus on (B)(6) 2025. Hemostasis was obtained after the procedure and a purse[invalid]stitch was used with the flowstasis device. There was no bleeding at time of device removal. Shortly thereafter the decedent was found on the floor of the hospital room in a pool of blood. There is no indication of an attempt to call for help, indicating possible sudden collapse. Autopsy showed hemorrhage from right femoral vein access with dehiscence of tract extending from skin to femoral vein defect. Other medical history includes hypertensive and atherosclerotic cardiovascular disease and current herpes zoster.